Event description:
It was reported that during an unrelated procedure, it was noted that the right atrial lead exhibited low impedance and had some insulation damage. Fluoroscopy revealed that the lead appeared to be crushed. It was also noted that the patient was experiencing some pocket stimulation. On (B)(6) 2017, the lead was capped and replaced. Patient was stable throughout.